Manufacturer narrative:
Concomitant medical devices: d284trk crtd, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to subacute bacterial endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.